Event description:
Tvt-o and y mesh (B)(6) 2010. I have tried all non invasive treatment options. Tried trigger point injections internal/external physical therapy, chiropractic, acupuncture, vaginal muscle relaxers, vagina muscle release with tool, yoga, meditation. My symptoms are pinching (like a toothache) on right side of my pelvis. It gets worse with activity including anything involved with abdominal muscles, lifting, walking, sitting too long and bm. It radiates down into my hip and down my right leg, and is aggravated by prolonged sitting straight in chair. I am getting worse the more I try to get better. I am unable to have painless relations with my husband and now he is afraid to touch me. Pain starts the moment I sit up in bed everyday of my life. I was also diagnosed with interstitial cystitis in (B)(6) 2013, an autoimmune disorder. I am only able to work 4 hours a day. Mesh affects very part of my life. My kids resent me because I am limited in what I can do and I am "always crabby" because of constant pain. There are not enough experienced doctors to get this out of my body and the risk of getting worse is high. Mesh is poison to our bodies and our lives. I wasted 3 years going back to the dr that did the surgery. He could not find a cause for pain and basically treated me like it's all in my head. Dr's treat me like I'm just a drug seeker and my pain is all in my head, it's real! Some days I just don't think I can take it anymore, or if it is worth it to try.